Manufacturer narrative:
The purpose of this follow-up report #1 is to provide additional information regarding device evaluation findings completed after the initial report was filed. The device evaluation was conducted by hoya qa (B)(4). Device evaluation details: upon evaluation, the lens was ejected out from the injector. The slider and the rod could advance properly. Trace of lubricant was found on the lens and inside the injector tip. A DHR (design history records) review of the manufacturing and inspection steps of this device was conducted. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (B)(4).

Event description:
Due to patient capsule, iol needed to be removed and anterior vitrectomy performed. The surgeon did not have to enlarge the incision to remove the iol. Surgeon used a different iol once an anterior vitrectomy was performed.

Manufacturer narrative:
This issue is considered MDR reportable due to patient capsule, iol needed to be removed and anterior vitrectomy performed. The surgeon did not have to enlarge the incision to remove the iol. The surgeon used a different iol once an anterior vitrectomy was performed. Patient is reported to be in stable condition. (Serial no.: (B)(4) -model 231. Regarding the report, customer has indicated that they intend to return the product. Return is pending. Once received, a product investigation will be conducted. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Due to patient capsule, iol needed to be removed and anterior vitrectomy performed. The surgeon did not have to enlarge the incision to remove the iol. Surgeon used a different iol once an anterior vitrectomy was performed.